Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states, the provider states, the end user is not aware how the wires were pulled from the pendant.